Event description:
The implant was reportedly explanted due to a skin infection in the right retro-auricular region and soft tissues which started in (B)(6) 2025. Reportedly, the infection likely spread to the level of the implant.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to an infection at the implant site which started soon after the implantation surgery. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. The concerned device has not been received for investigation yet.

Event description:
The implant was reportedly explanted due to a skin infection in the right retro-auricular region and soft tissues which started in january 2025. Reportedly, the infection likely spread to the level of the implant. At explantation, bulging, fibrosis, and hyperemia in the retro-auricular region posterior to the incision line was noted. It was confirmed that the devices was not extruded.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which is expected to have been present whilst implanted. According to the information received from the field the device was explanted due to an infection at the implant site which started soon after the implantation surgery. Review of the device's sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue.

Event description:
The implant was reportedly explanted due to a skin infection in the right retro-auricular region and soft tissues which started in (B)(6) 2025. Reportedly, the infection likely spread to the level of the implant. At explantation, bulging, fibrosis, and hyperemia in the retro-auricular region posterior to the incision line was noted. It was confirmed that the devices was not extruded.